Event description:
The account alleges that during a vascular procedure, the catheter tip detached within the patient. The physician used a couple of vascular snares to successfully externalize the foreign body liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.